Event description:
The recipient is reportedly experiencing a electrode extrusion. Repositioning surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On april 3, 2024, the recipient's device was repositioned. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced electrode migration. Advanced bionics considers the investigation into this reportable event as closed. The recipient is wearing the device. The recipient will be monitored per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
It was reportedly confirmed that two electrodes remain outside of the cochlea after repositioning. The recipient was successfully activated. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.